Event description:
The recipient reportedly experienced a skin flap infection at the implant site. On (B)(6) 2019, the recipient was prescribed antibiotics and underwent debridement, however, the issue did not resolve. The recipient presented with device migration and extrusion. The recipient's device was explanted. The recipient's infection resolved. The recipient will not be reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.